Manufacturer narrative:
The qc was within the acceptable range. Sample material was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of a false negative hbsag g2 elecsys result from cobas e 801 module serial number 1762-10. The customer suspected interference in the edta plasma sample. A serum sample from the patient had results of: alinity: 9.18 and 6.71 (positive). Cobas e801: 0.692 coi and 0.776 coi (negative). An edta plasma sample had results of: alinity: 12.58 (positive). Cobas e801: 1.64 coi (positive). Cobas e801 confirmatory test was positive. Pcr was non-reactive. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
On (B)(6) 2022, the samples were rested in another laboratory. Using a cobas e601, the serum sample result was 0.547 coi (negative) and the plasma sample result was 0.656 coi (negative). Using a cobas e801, the serum sample result was 0.432 coi (negative) and the plasma sample result was 0.554 coi (negative). On (B)(6) 2022, the customer retested stored plasma from the patient the result on the cobas e801 was 1.49 coi (reactive) and on the alinity, the result was reactive. The sample was refrozen at -70°c, then stored at in 4°c and retested on (B)(6) 2022. The result on the cobas e801 was 0.65 coi (negative) and on the alinity, the result was 1.38 s/co (reactive). The investigation determined the event was due to a preanalytic issue as the customer repeatedly froze and thawed the samples and the customer's sample clotting time was too low.

Manufacturer narrative:
As no sample material was available, further investigation was not possible.

Manufacturer narrative:
One sample from the patient was received for investigation and was tested with three lots of elecsys hbsagii reagent. The results were 0.322 coi (non-reactive), 0.427 coi (non-reactive), and 0.384 coi (non-reactive). The results obtained are comparable to the results obtained by the customer. A general reagent issue could be excluded.

Manufacturer narrative:
The sample from the patient was sent to an external lab to be checked on a diasorin liaison. The result was <0.05 iu/ml (non-reactive). The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
A new sample was taken from the same patient and received a false negative hbsag g2 elecsys result from cobas e 801 module serial number (B)(6). The customer used reagent lot 68243401 with an expiration date of 31-aug-2024 a serum sample had the results: on (B)(6) 2023: alinity hbsag: 3.7 s/co (positive) alinity hbsag confirmatory test: positive pcr (cobas mpx test): reactive on (B)(6) 2023: e801 hbsag: 0.508 coi (negative) e801 anti-hbs: negative e801 anti-hbc: 0.00759 coi (positive) the questionable result was reported outside of the laboratory. Sample from the patient was requested for investigation. Medwatch field b7 was updated.